Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing a power issue and there was moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: visual inspection revealed that the battery compartment was cracked. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap secured appropriately to the pump. Investigation revealed moisture corrosion inside the battery compartment. The pump failed leak testing due to the battery compartment crack. The pump was unable to power on and was unresponsive during investigation. The pump¿s cover was removed and there was no defect found to the power circuit and no evidence of any further moisture ingress.